Event description:
Lead impedence at implant in 1997 was 900 ohms. Pt's 1st visit to clinic on 06/25/1998 measured 968-1020 ohms. A high impedence measurement was on 02/08/1999 of 1138 ohm it has steadily decreased to a low declined to 4mv today from previous measurements of >7mv. Will electively replace lead due to impending insulation failure.